Manufacturer narrative:
The reported complaints of user advisory - ua16 (timeout moving to take-up position) error message on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of ua16 was due to a seized brake gap in which likely attributed to wear and tear. The autopulse platform was manufactured in july 2010 and has been operating for nearly 9 years and has reached its expected serviceable life of 5 years. No physical damage on the returned autopulse platform was observed during visual inspection. During autopulse platform archive data review, multiple ua16 error messages were observed on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message ua16 (timeout moving to take-up position) displayed during device power on. Thus, confirming the reported complaint. To remedy ua16, the brake gap was un-seized. The autopulse platform was re-evaluated and passed all functional tests with no fault or error. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - ua16 (timeout moving to take-up position) error message upon power-up. User was unable to clear error message. No patient involvement.